Manufacturer narrative:
Evaluation results: one blue line ultra tracheostomy tube was returned for investigation. The returned sample was received in a used condition without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. Visual inspection showed that the connector of the suction line detached from the tube. The most probable root causes are: the product become damaged after the product left the manufacturing facility. Lack of detection by production personnel. The following action was taken: retraining to the production personnel in order to reinforce the visual inspection for damage.

Event description:
Information was received while a smiths medical tracheostomy was in use, the blue suction connector was noted to be detached. No patient injury resulted.